Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's infection resolved. The recipient resumed device use.

Event description:
The recipient reportedly experienced necrosis at the implant site due to the external magnet. The recipient's magnets have been adjusted properly which resolved the issue.